Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the device went into standby mode while in use on a patient. There was no patient harm.